Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped: screen inoperable at times, small crack in screen. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input) an active infusion was no stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
The device was returned due to a cracked screen. The device was opened for internal investigation which sticky loading pins were discovered. There was a clear, wet sticky residue covering pins and housing. The loading pins were cleaned and installed. The lever handle moves normally as do the loading pins. The lip seals will need to be replaced as well as the lcd touchscreen. No other damage was noted. The complaint was confirmed for mechanical hardware failure (screen, no input).